Manufacturer narrative:
Product event summary: analysis found that the printed circuit board was damaged, the power connector was knocked off of the circuit board. Testing was unable to be performed due to this condition. The ac adaptor was tested and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Concomitant product: 2490c carelink monitor.

Event description:
It was reported by the patient that the operator message could be heard during a transmission attempt. The patient was advised to reset the switches. The patient then reported receiving a shock after licking the monitor¿s power cord. A new power cord will be sent to the patient. The monitor is not being returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.